Event description:
Physio-control evaluated the device for a case change and found that it would not detect the therapy cable connection. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.